Event description:
Original implant of monarc and perigee synthetic slings in 2008. First vaginal erosion occurred 8 weeks post implant. I was instructed to use premarin cream daily for several months "so that the erosion would close". During this time, I developed severe pelvic pain, bilateral hip and buttock pain and problems with urination. I could no longer urinate without pushing urine out of my bladder. I no longer could "sense urination", the only way I knew I had to urinate was when a small amount of urine was in my bladder. I would experience severe sharp electric type pains. I then would urinate approximately 50-100cc. Sexual intercourse is non existent due to pain, and with the first attempt at 8 weeks post when md instructed ok. My husband was cut by the mesh. By 6 months, I gave up on the cream and asked for a repair or fix. I thought the pain was from chronic inflammation due to having the chronic erosion. In 2009, I underwent revision and repair of the erosion under general anesthesia out patient. By 6 weeks, the erosion had returned, only this time, the urologist denied it was back and said keep using the cream. I still had severe pain. My husband could feel the mesh, and I wanted the mesh removed. I was upset that the specialist denied the problem was back. I am a pa. I know my body and have been more than a compliant and patient person. I could feel this mesh in the same spot and confirmation was received by my pcp who does ob as well. She also found two other areas up in the vaginal vault where the arms of the mesh had eroded, correlating with my obturator/hip pain as well. This area I could not examine myself. Referral was made upon my request to a urogyn, and I have had removal of as much of the mesh slings by peeling them from the surrounding tissues as much as possible only one week ago. Pelvic floor physical therapy is required after the explant of the meshes. There is extensive reconstruction that has been done to the vaginal area due to the required peeling of the meshes from the back of the bladder and the urethra. Dates of use: 2008 -- 2009 (one year 14 days. Diagnosis or reason for use: misdiagnosis of urinary incontinence.